Manufacturer narrative:
A steris service technician arrived on site to inspect the harmonyair g-series dual light and found that the front joint cover was damaged which caused portions of that cover to break off onto the sterile field. The technician made the necessary repairs to the light and replaced the front joint cover. The root cause of the reported event is likely contributed by physical impact upon the lighting system that caused damage and the detachment of the affected cover components. The harmonyair g-series gen2 operator manual states (1-1), "warning, personal injury and/or equipment damage hazard: avoid damage after collisions. The monitor mount may become damaged and fail if it collides with other objects, walls, or ceilings. Check the monitor mount for potential damage after collisions. Inform the operator if in doubt." The harmonyair g-series gen2 operator manual states (1-5), "caution-possible equipment damage: do not bump lightheads into walls or other equipment. Avoid damage to the monitor mount. To avoid damage to the monitor mount. Do not use force when moving the monitor mount into the limit positions. Avoid collisions with other components." A steris account manager completed in-service training with the customer on how to properly move the lights avoiding collision on 9/10/2024. No additional issues have been reported.

Event description:
The user facility reported during a patient procedure that a piece of plastic detached from their harmonyair g-series dual light and fell onto the sterile field. No report of injury or procedure delay.